Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment for the peritonitis included vancomycin 2 gram (g) in one bag intraperitoneal (ip) (frequency not reported), fortum 1 g in one bag ip (frequency not reported), and cifran 250 milligram twice a day (route not reported). It was unknown if the patient recovered from the event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.